Event description:
Customer complains about broken membrane during first use. The blood flow rate was 60 ml/min. Tmp: 50 mmhg. There was no harm for the pt. No blood loss. No medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info is expected for this specific event as soon as the sample arrives and the investigation begins. The root cause of this event cannot be determined yet.